Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 heater wire separated from the jaw while a branch was being ligated. Nothing fell into the patient and no intervention was required. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital did not report any patient effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to (B)(4) cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).